Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. Device was prepped per usual. Back bleeding was discovered after mapping catheter insertion while sheath management flushing and aspiration being performed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.